Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿a rare case of left ventricular lead stabilization utilizing a coronary stent placement during crt-d implantation.¿ european research journal. 2019; 5(2):407-409. Doi://10.18621/eurj.397159. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this patient¿s lead model. The article reported that the lead had dislodged during the removal of the catheter at the time of the implant procedure. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.